Event description:
It was reported, the customer was unable to remove their battery cap. Customer stated, their battery cap was stripped. The customer also reported their insulin pump was no longer delivering insulin. Customer's blood glucose was 383 mg/dl. The customer treated their blood glucose with multiple daily insulin. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.